Event description:
Device malfunction: difficulty moving stent delivery system on guide wire; stent "came apart". Time of malfunction: unk. Symptoms/ae: unk. It was reported that during the procedure; the absolute pro stent delivery system was reported to stick on the guide wire. Upon removal of the stent delivery system from the guide wire, the stent "came apart". There was no reported adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4): evaluation summary: the device was reported to be discarded. Without device investigation, a root cause for the stent delivery system (sds) sticking onto the guide wire could not be determined based on the reported event. Factors that can contribute to this event include, but are not limited to, poorly cleaned guide wire, oversized guide wire, manufacturing, interaction with other devices, patient anatomy, lesion calcification or tortuosity. There was no discrepancies reported or observed by the account during the preparation or inspection of the sds prior to use. A blockage in the guide wire lumen of the sds shaft would likely have been detected during an instructions for use (IFU) directed preparations or inspection of the device. There were no manufacturing quality deficiencies observed from the incident, which appears to be procedural related. It was also reported that the stent came apart. Factors that can contribute to the stent "coming apart" include, but are not limited to, manufacturing, interaction with other devices, lesion calcification, or lesion tortuosity. Again, there were no discrepancies reported of a stent separation during an IFU directed preparation or inspection of the device. A query of the complaint data base showed no similar incident (stent separation) for this part/lot number combination. During manufacturing, all sds stents are 100% visually inspected, both the inner diameter and the outer diameter, for damage and all stents are 100% radial force tested. No specific cause can be identified for the stent coming apart. A review of the lot history record did not reveal any non-conformity which could have contributed to this event.